Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification.

Event description:
It was reported that the right ventricular lead and left ventricular lead had both dislodged. Total loss of capture was seen on the left ventricular lead as it had exited the coronary sinus. Both leads were explanted and replaced. There were no patient consequences.